Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a scratched display window and a broken reservoir tube lip. No moisture damage noted on electronic assembly or on motor. (B)(4).

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed button error and was unable to clear it. The customer's blood glucose was 102mg/dl. Advised customer the insulin pump will be replaced and revert to back up plan.